Manufacturer narrative:
Customer service had the customer do a hard reset to her pump and it didn't not resolve the issue. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2022, the customer indicated that she developed mastitis for the first time the end of (B)(6) 2022 and the second time on (B)(6) 2022 and was prescribed an antibiotics both times. She indicated that the replacement pump was working better and does not make a strange sound, but her supply is very low since developing mastitis. The device was returned without the customer's parts and accessories, we only received the power supply, and was evaluated on 05/20/2022 with a medela lab kit. The device passed suction and cycle specifications. The customer's report of low suction could not be confirmed. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer emailed medela in (B)(6) and alleged that she received a pump in style max flow for her baby shower and it was not working very well. She additionally alleged that she is getting clogged ducts and had mastitis twice. She has been fitted for the correct breast shields and she has bought new parts and cleans/dries them properly and her pump is not sounding right.